Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was explanted and subsequently replaced due to methicillin-sensitive staphylococcus aureus with the potential primary source provided as chronic lower right extremity diabetic infection with purulent drainage/pus from distal left second toe. It was also noted that a transesophageal echocardiogram (tee) revealed a right atrial mass attached to right atrial wall possibly consistent with ineffective endocarditis or infective thrombus and not clearly associated with the leads. It was noted that the patient had a fever and fatigue. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.